Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported the patient felt like he was not getting any medication (date not specified) . A catheter dye study was performed and found there was a problem on the spinal segment with the patency of the catheter. A spinal revision was going to be done. The pump was used to deliver clonidine and dilaudid. Additional information later reported the spinal revision was cancelled last week (on the day of the report) and would be done today, (B)(6) 2013. Additional information has been requested, but had not been received as of the date of this report